Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that farawave guidewire was stuck. It was removed and replaced. But when inserting a new catheter, the sheath had constant bubbles. The issue did not occur during the first insertion. The troubleshooting steps included flushing several times yet no improvement. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it was contaminated. It was further informed that the guidewire was just at the tip of the catheter. Only a farawave catheter was inserted into it, along with the faradrive dilator. Pressure bag was used for the irrigation of sheath. Bubbles were observed at the tip of the farawave catheter in the transparent part of the sheath. No other issue has been reported.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that farawave guidewire was stuck. It was removed and replaced. But when inserting a new catheter, the sheath had constant bubbles. The issue did not occur during the first insertion. The troubleshooting steps included flushing several times yet no improvement. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.